Manufacturer narrative:
(B)(4). Multiple attempts have been made to collect sample from customer. Initially customer stated a sample would be sent in, however, to date no sample has been received. Customer did provide a photo of the issue reported with the filter. If any additional information becomes available or once the investigation is complete, a follow up emdr will be submitted.

Event description:
"The filter just fell apart during the case, after the patient had be turned prone. It seems to be happening after the temperature of the filter has been equal to the patient's exhaled breath for a short time. I do have an example here that we will try and get out on monday to you." States will send in a sample and lot number is unknown.

Manufacturer narrative:
(B)(4). Follow up emdr. Unfortunately, no sample was sent for evaluation; however a picture was received the filter presented with the broken condition, therefore the failure was confirmed. A lot number was not provided for evaluation. At this time it¿s not possible to review the device history record for any extraordinary event that could contribute to the defect reported. The filter is ultrasonic welded together. It was noticed during assembly of this filter, that if the operator of the ultrasonic welder does not hold the button until the weld is complete the filter will not be welded completely. To correct and prevent this issue from continuing to occur, a sensor was installed on the welding machine, in order to have an automatic control on the finish of the welding cycle to alleviate the human factor of not pushing the button long enough.

Manufacturer narrative:
This supplemental is being filed due to a retrospective review of MDR submissions. Corrections and additional information has been completed. Corrected data: (investigation completion date). (B)(4).